Manufacturer narrative:
This is the first complaint for this product referring to suture breakage. The surgeon commented that the suture may have come in contact with some sharp bone which caused it to break. In the IFU it is stated: care must be taken to avoid damage to the suture on insertion and after anchor placement. Bony surfaces that could contact the suture should be smoothed to avoid damage to the suture.

Event description:
Dr was inserting duet suture anchor. He used the punch and then tapped before inserting the duet suture anchor. The suture broke during insertion. Dr removed the duet and put in another after tapping again without incident. There were 15 mins surgical delay, but no injuries reported.